Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in (B)(6) 2021, therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he obtained blood glucose readings of 59 mg/dl at 1:52 a.m. On the contour next link meter and 106 mg/dl at 1:59 a.m. On the contour next one meter. The customer did not present any symptoms of hypoglycemia, however, he ate sugar based on the lower reading. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.